Event description:
It was reported by the vascular closure specialist that a female patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unk). A pre-procedural angiogram was performed which showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is in training, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician "shuttled down but the sealant was not deployed". The device was removed and the patient was converted to manual compression for approximately 20 minutes. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The sealant was protruding from the shuttle cartridge side slit. Blood was observed on the full length of the sealant. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tubing was able to properly engage the tamp locks. The catheter, shuttle cartridge and the introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. A review of the lhr was not possible as the lot number was not provided. Based on the provided information and the investigation performed, the probable root cause for the failure to deploy could not be conclusively determined.